Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tracheostomy tube for investigation was requested. If returned, a failure investigation will be performed. If significant info is obtained from investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after 2 to 3 hrs of use, the cuff lost air. The pt required a non-routine re-cannulation of the tracheostomy tube. The customer reported that the cuff was pre-tested prior to insertion.